Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There was no indication of a malfunction which would have contributed to the incident. The injury involved third-degree bilateral burns between the patient's thighs, each with a reported diameter of 4 cm. The patient experienced blistering of the skin and necrosis. There was thigh-to-thigh contact, and no padding was used to avoid this contact. The injury is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Skin-to-skin contact can easily occur in the groin area and between the inner thighs. However, near contact in the groin area cannot easily be prevented and it does not always lead to skin-to-skin burns. Whether or not the skin is moist is one of the potentially decisive factors. Moist skin has an increased burn risk as sweat lowers the skin resistance. Contributing factors for this incident areas follows: the patient was elderly, a condition known to affect the body¿s ability to regulate temperature, increasing the risk of rf energy-related injuries. During the scan, 3 sequences with high sar values (above 2 w/kg, reaching 2.89 w/kg) was performed, allowing no cool down time for the patient. The total specific energy dose administered was 3.17 kj/kg, exceeding the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. The ventilation was on level 3. Level 5 is recommended for high sar scans; it supports the cool down mechanism. The airflow from the patient ventilation was obstructed due to the shape and size of the patient.

Event description:
Philips received a report stating that a patient underwent an MRI exam of the pelvis with and without contrast. More than an hour after the exam, the patient reported experiencing bilateral burns between her thighs. The diameter of each burn was reported to be 4 cm. The patient experienced blistering of the skin and necrosis. The reported injury was reported to the medical staff 2 days after the reported injury. There was thigh to thigh contact. It appears there are two circular areas of burn on the patient's inner thighs. There is an area of redness, which appears to be open and darkly pigmented/black areas of tissue around the edges. At the time of this report, there was no medical intervention reported, and it was stated it was unknown if the patient will fully recover.